Event description:
Bd insyte auto guard bc 20g shielded IV catheter with blood control technology was used. While it worked like a typical IV catheter (so not unsafe for vet) it did not have the shielded blood control like it typically does. Lot 4339763, this was the only one identified that had this issue. Expiration 10/31/2027; ref 382534.